Manufacturer narrative:
A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant. The complaint of a break in the catheter is confirmed and will be considered user related. The product implicated and returned for evaluation is one powerglide, 20 gauge 8 cm midline catheter. The components to the powerglide delivery system that were returned for evaluation include a portion of the handle, white catheter handle, clear safety can, introducer needle guidewire and the damaged 8 cm catheter. Gross and microscopic examination of the catheter reveals a complete break in the catheter. The break site is located 0.2 inches distal to the pink taper. Magnified views of the break site shows an irregular edge with a broken and rough veneer over approximately one-half of the circumference of the distal edge. These traits indicate the damage is a result of a break in the tubing. The remainder of the circumference has a rounded edge with a glossy, smooth veneer. The instructions for use (IFU) states, "while holding the needle in place using the front grips, advance the guidewire using the guidewire push-off until guidewire is fully extended and locks into place. Guidewire should advance smoothly and without resistance. Caution: make sure guidewire is fully extended before moving on to the next step."gross and microscopic examinations showed a severely buckled and twisted catheter. The buckled tubing is 2.1 inches proximal to the distal tip. It appears the catheter was not completely inserted prior to retraction of the introducer needle. If the needle tip is inadvertently pulled out of the vessel while the catheter is being advanced,the needle will no longer support the catheter. If the catheter kinks while over the guidewire, the catheter is susceptible to buckling and bending resulting in complications during the placement procedure. The product instructions for use (IFU) states,"grip the plastic housing by holding back grips and fully advance the catheter using the catheter handle. This inserts the catheter into the vein. Caution: always keep the housing stationary while advancing catheter handle. Do not hold the catheter handle stationary and retract the housing." Failure to keep the housing stationary will prevent the catheter from entering the vein and cause delays in procedure. Warning: "once the catheter has been advance, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and needle as a unit to prevent the needle from damaging or shearing the catheter." The product instructions for use (IFU) provide written and illustrated information on proper placement techniques and to avoid circumstances that could jeopardize the functionality of the catheter. Gross visual and microscopic examinations and functional testing showed no evidence of a defect or deformity related to the manufacturing process.

Event description:
Sample received showed a catheter break with blood residue and handles missing. On (B)(6) 2014, powerglide was being inserted on an ICU pt. The clinician accessed a vein without a problem and when he/she tried to advance the catheter, met resistance and tried to withdraw the catheter and guidewire unsuccessfully. The catheter and guidewire were secured with tape. Vascular surgeon paged for additional procedure to remove the catheter and the guidewire.